Manufacturer narrative:
If information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular defibrillation lead experienced ventricular fibrillation and received 116 appropriate shocks. A shock impedance measurement of greater than 145 ohms was observed. The lead was explanted and replaced. No additional adverse patient effects were reported.